Event description:
It was reported that during a sleeve gastrectomy, there was bleeding along the suture line of the gastric tract after firing. There was blood loss of less than 500cc. Three reloads were used and had the same issue. Hemostasis was required intra-operatively to control the bleeding, and additional devices were used, including bipolar, clip, and hemostat. The procedure was extended by 30 minutes.

Manufacturer narrative:
D.10. Concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot# n5g1412y). Egia60amt egia 60 artic med thick sulu (lot#: n5g1364y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.